Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to manufacturing site for evaluation. Visual inspection at 12x microscope magnification shows the lens is cut in half. The lens condition is consistent with a lens that was removed and replaced from the patient's eye. Considering the condition of the lens additional analysis is not possible. A manufacturing record review was performed. The manufacturing process record was evaluated and the product was manufactured according to specification. The lens met the specified cosmetic requirements at final inspection. No product deficiency was found impacting product quality or related to the described complaint. No other complaints for this production order number were received to date. In addition the directions for use (dfu) were reviewed. The dfu sections provide the customer with information on proper device usage. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the zlb00 intraocular lens (iol) was scratched and was removed from the patient's eye and replaced. The account confirmed there were no patient complications such as incision enlargement or a vitrectomy. No further information was provided.